Manufacturer narrative:
The device was received, and an evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. Service evaluation identified and verified a delayed keypad response. The cause was identified to be a faulty processor printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the servicing of a spectrum infusion pump, evaluation observed that the keypad had a delayed response. There was no patient involvement. No additional information is available.